Manufacturer narrative:
This report is being sent as part of a service record retrospective review that was self identified by haemonetics. The following parts were sent to customer biomed for repair: pcb assy, centrifuge dist. Brd, jumper, dump valve. The suspect device/part was not returned to haemonetics, without physical sample provided for evaluation, the root cause cannot be determined.

Event description:
Haemonetics was notified that a customer reported "centrifuge distribution pcb assy - 35215-10 as it has burned out jumper plug - 53284-00". There was no donor involvement.